Manufacturer narrative:
Company rep evaluated the unit. Corrections included replacement of the cpu board and motor pump. Unit was calibrated and safety tested to factory specifications.

Event description:
Customer reported the passport 2 monitor displayed an erratic heart rate and respiration when no measurements were being taken. No pt injury was reported.